Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: a fluency plus vascular stent graft delivery system with the lot# anxj2781 was received for evaluation. The outer sheath was found to be highly elongated distal to the catheter reinforcement. The distal part of the catheter was found to be fractured and detached from the delivery system. The stent graft was loaded in this part of the catheter. One end of the stent graft was found protruding the sheath and three tantalum marker were detached and missing. The catheter tip, the marker band and the distal part of the inner catheter were also detached/ fractured and not returned. As reported, detached components did not remain in the patient, this happened during the sample return process; it was not known which of the parts fractured/ detached during the procedure. A flushing test and a 0.035'' guide wire guide wire patency test through the delivery system were successfully performed. A stent graft deployment test was not possible due to the fracture of the outer sheath. As a result of the investigation performed the complaint is confirmed. However, the reported application represents an off-label use of the device. A definite root cause for the reported event could not be determined. Medical records were not provided. No images or photos were provided. Labeling review: the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "both female luer lock ports must be flushed with sterile saline before introduction of the delivery system.", "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The symbol "use by" and the expiry date are printed on the labeling. The IFU states: "the sterile packaging and devices should be inspected prior to use." The IFU further states that 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.' (B)(4).

Event description:
It was reported that while the healthcare provider (hcp) attempted to treat an aneurysm and thrombosis in the iliac artery with a vascular stent graft, the shaft of the device allegedly became stuck and the vascular stent graft failed to deploy. The hcp withdrew the whole system and used another one. Procedure was completed successfully. There was no patient injury reported.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the shaft of the device allegedly became stuck after the stent graft was released from the tip. Healthcare provider attempted to pull back the shaft but not successfully, and withdrew the whole system. Another device was used to finish the procedure. There was no reported patient injury.